Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined.the manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the hypogastric artery using pod packing coils (podj coils) to prevent a possible future endoleak. During the procedure, while advancing a podj coil through another manufacturer's microcatheter, the physician experienced resistance and decided to resheath the podj coil. While the podj coil was being retracted back into its orange introducer sheath, it unintentionally detached within the sheath and the microcatheter. Since only part of the coil remained in the microcatheter and most of it was already out, the physician was able to manually pull the detached coil out of the microcatheter. The physician then flushed the microcatheter with heparinized saline and successfully completed the procedure using a new podj coil. There was no report of an adverse effect to the patient.